Manufacturer narrative:
Date sent: 11/26/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, and a torn acoustic isolator was found in the instrument. Complaint info is trend on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device produced an error code 5. Another device was used to complete the procedure. There was no pt consequence.